Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, dry eye, developed secondary cataract opacification of the remaining lens capsule. The patient had yttrium aluminum garnet (yag) laser treatment and lacrimal duct plugs did not improved blurry vision. The physician stated that the vision was corrected with glasses to 20/20 but vision was not sharp and it was very blurry. Reading, especially faint, small print was challenging and annoying. Night time driving was nearly impossible with street lamps and on­ coming headlights surrounded by starburst and glare. The consumer also stated that did not even talk about night driving in falling rain or snow. Symptoms of dry eye have abated somewhat with daily cleansing with baby shampoo/ warm water. No more information available. There are two medical device reports associated with this patient. This report is associated with the right eye.